Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity c creatinine, list number 07p99-20 in section d of this report to alinity c processing module, list number 03r67-01. Manufacturing site of new suspect device is the same as previous one. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and part replacement and cleaning was performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the service activity was performed by the fse. The alinity ci series operations manual addresses sample result observed problems for erratic/discrepant results. A review of the clinical chemistry systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine result generated on the alinity c analyzer on one patient. Results provided: sid 500010630 = 2.934 / 1.99 mg/dl. No impact to patient management was reported.